Event description:
It was reported that the patient had a suprapubic catheter exchange at another hospital 3 days ago, and was unable to flush his suprapubic catheter since yesterday. The patient also reported that the balloon was not well-filled, it was only filled with 7ml of sterile water. The patient flushed his catheter daily because he had a lot of debris, he had a very small bladder capacity due to cryo-procedure 4 years ago. Per additional information received via email on 02 october 2018 from henriette snippe (sales rep), the catheter was placed at another hospital where the balloon was filled with 7ml of water. It is unknown why the balloon was only filled with 7ml of water.

Manufacturer narrative:
The complaint was confirmed as user related, for the reported issue. The user inflated the balloon below the recommended volume. The evaluation confirmed that the user wrongly inflated the water inside the syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "use luer tip syringe to inflate with stated ml of sterile water or for pre-filled products, remove dip and squeeze reservoir to inflate with state ml of sterile water"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a suprapubic catheter exchange at another hospital 3 days ago, and was unable to flush his suprapubic catheter since yesterday. The patient also reported that the balloon was not well-filled, it was only filled with 7ml of sterile water. The patient flushed his catheter daily because he had a lot of debris, he had a very small bladder capacity due to cryo-procedure 4 years ago. Per additional information received via email on (B)(6) 2018 from (B)(6) (sales rep), the catheter was placed at another hospital where the balloon was filled with 7ml of water. It is unknown why the balloon was only filled with 7ml of water.